Manufacturer narrative:
(B)(6). A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6091734. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter, after blood collection the safety needle shield doesn't lock, it came off of it¿s joints. No injury, no medical intervention.